Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error and emergency lamp malfunction was due to a faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: during device inspection, the light source exhibited an e102 error and the emergency lamp blinked intermittently.

Event description:
It was observed during the device inspection, the xenon light source exhibited light control not working when turned on. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.